Manufacturer narrative:
The product was returned for analysis, evaluation pending. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, there was resistance at the external iliac. Multiple attempts were made torquing the device forward to advance the delivery catheter system (dcs). The valve was successfully deployed. Upon removal of the dcs from the left ventricle to the descending aorta, the nose cone separated. The wire remained through the nose cone. The dcs was withdrawn from the body. Two snare devices were utilized to successfully remove the nose cone from the body. No other adverse patient effects were reported.

Manufacturer narrative:
The DHR review was performed on the device; there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. There was no information to suggest a device quality deficiency that may have contributed to this event. The subject dcs was returned and evaluated; the inner member is detached distal to the outflow support, and all other components are intact. Overall, analysis confirms the reported tip separation caused by excessive forces, but suggests no device quality deficiency during the manufacture of the device that may have caused or contributed to this event. The angiographic records were also received and reviewed; the images confirm the event description that the tip of the enveo dcs became detached in the left iliac. However, there are no cine films to confirm the twisting or attempted insertion of the delivery catheter as the films reviewed start after the tip has become detached. It can also be confirmed that the tip was successfully removed with no harm to the patients left iliac artery. Therefore, it was likely that the tip detachment was related to dcs damage secondary to user technical factors (rotating dcs, excessive forces, interference with sheath), in addition to patient anatomical effects. The device IFU warns the user against forcing and rotating the catheter as follows, "do not rotate the catheter as it is advanced; rotating the handle does not rotate the capsule...caution: there will be some resistance when the catheter is advanced through the vasculature. If there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture)." Therefore the potential root cause of the tip detachment in this case is physician technique. There was no indication that a failure of the device to meet manufacturing specifications occurred. The catheter tip was able to be removed using the snare. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the device was received with the tip and part of the inner member detached from the delivery catheter system (dcs) with an accessory device included in the returns kit. There was no damage to the handle. There was a slight void at the proximal end of the capsule. The inner member was detached distally to the outflow support. Both the in-line sheath and the end cap/screw gear snap fit were intact. If information is provided in the future, a supplemental report will be issued.